Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor lost communication with the ilet bionic pancreas, while the dexcom app continued to show glucose readings, and the sensor was nearing its scheduled expiration; guidance to toggle cgm settings and re-enter the pairing code led to re-initiation, and a subsequent start of sensor on the pump restored readings within minutes, consistent with an intermittent communication failure involving the cgm¿pump interface and relevant rf components including the antenna. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices associated with intermittent communication failure, with device components implicated in electrical, magnetic, and antenna functions. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.